Event description:
It was reported that after deployment of an otw promus 2.5 stent in the heavily tortuous and calcified right coronary artery, the stent delivery system (sds) was stuck to the wiggle guide wire (gw) and could not be retracted. The gw and sds were removed as a single unit. After removal the technician tried to remove the sds from the gw, however, the gw became delaminated and unraveled. There was no adverse patient effect or clinically significant delay in procedure or therapy. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Factors that may contribute to the inability to retract the sds over the guide wire and cause resistance between the devices may include, but are not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. To ensure this is not the result of product deficiency, all products are 100% visually inspected for proper guide wire movement on the manufacturing line. Additionally, during lot release testing, a sampling of units is destructively tested to ensure proper guide wire reversibility. In this case, without the product to examine, a conclusive cause for the reported difficulties could not be determined. The lot history record for this product was not reviewed and a similar incident query was not performed because the product was not returned for analysis and the part and lot numbers were not reported. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The hi-torque wiggle guide wire is being submitted on a separate medwatch report.